Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, for event on 21st feb and 8th march, it's possible that the system missed hypoglycemia. Per design, the system can at times operate within a spec of 30/30 or 40/40 range. If that were to happen then in this case it would mean that sensor glucose values were higher than blood glucose values and the system missed hypoglycemia. However mean absolute relative difference (mard) of blood glucose (bg)/sensor glucose (sg) around the event time and for two week range looks acceptable and doesn't show any performance issue with the sensor.

Event description:
Senseonics was made aware of an incident where patient experienced severe hypoglycemia event on 21 february that required emergency doctor to come and treat the user. User alleged that the eversense cgm system did not alert and indicate a low value. User also reported another hypoglycemia incident that happened on 08 march. User said ambulance had to be called both times. Blood glucose (bg) readings were 37 mg/dl on february 21 and 35 mg/dl on march 08 respectively. Low glucose alert threshold was set at 65 mg/dl.